Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed that a reagent bead was obstructing the collar wash probe which caused the leak. The fse replaced the collar wash probe which resolved the issue. No signs of further leakage were detected. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that there was a leak which came from the reagent probe a collar wash of the unicel dxc 660i synchron access clinical system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.